Event description:
It was reported that the patient presented in clinic for follow up after receiving a vibratory notifier. During device interrogation it was noted that the device had reached eri prematurely. The device was subsequently explanted. The patient condition was good following the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.